Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed check clutch/plunger lever (coarse, reverse). Functional testing revealed a motor rate error. The right and left clutch, as well as the clutch spring, were replaced to correct the issue. Testing also revealed a faulty motor, and faulty main printed circuit board (pcb). The motor and pcb were also replaced.

Event description:
It was reported that the pump showed a plunger bar travel error. There was no patient involvement. The issue was discovered during testing.